Manufacturer narrative:
UDI= (B)(4). Device is a combination product. (B)(4). Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis with a toughy connector attached. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found a kink and partial separation 25mm distal of the mid shaft to hypotube bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-jun-2016. It was reported that crossing difficulties was encountered. The very complex target lesion was located in the left circumflex artery. After pre-dilation was performed with a 2.0x15 and a 2.75x12 apex balloon catheters, a 3.0x12mm synergy stent was advanced but failed to cross the lesion. Pre-dilation was performed again using a 3.0x15 quantum apex balloon catheter. Then a 3.0x20mm synergy ii drug-eluting stent was advanced but still failed to cross the lesion. The procedure was completed using a 3.0x16 and 3.5x12 non-bsc bare metal stents. No patient complications were reported and the patient's status was stable without injury. However, returned device analysis revealed a shaft polymer extrusion break.